Event description:
The customer reported that the power cord "smoked" when the csm unit was plugged into the power outlet and the unit would not take a bp reading. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The 7000-ps is the connex spot monitor 35 watt power supply. The device was returned for inspection where it was determined that there was burn marks on the power cord as a result of the apm overheating. It was additionally determined that the battery source was worn and the csb needed cleaning. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury, there are warnings in the dfu including: warning do not perform troubleshooting on a device that is emitting smoke or exhibits other signs of excessive overheating. Disconnect the device from ac power and call welch allyn technical support immediately. Although the reported event did not result in a serious injury, the report of smoke from the device's power cable as a result of the power source overheating could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.